Manufacturer narrative:
The insulin pump passed the functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the daily history screen. No history anomaly, bolus anomaly or critical block noted during our testing. The insulin pump had scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming pump error. The insulin pump alarmed 15 times. Customer's blood glucose level was 156 mg/dl. The bolus amount was not recorded in the daily history. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.